Manufacturer narrative:
The device has been returned and the results are as follows: device history record: n/a as the lot number was not available stock product reviewed: stock ø3.0 drivers were dimensionally inspected with the drawing and fit checked with the hand piece connection. They fit as intended. Investigationresult: the stock parts were visually and dimensionally checked to ensure the part is made to specification. The stock parts were fit checked to a handpiece and confirmed to engage and latch on as intended. The dhrwas reviewed and found to have no issues that contributed to the issue at hand even though an ncr was opened. No evidence indicates that the failed implant was defective as packaged. Root cause: thecause for the driver not latching is the latch dimensions. Though it was within engineering specification, the highlighted dimension is likelyto be on the low end of the tolerance range (close to 2.40 mm). The actual dimension was measured to be around 2.55 mm. On the other hand, handpeices are made by different companies. The fit is slightly different when the driver checked with different handpieces. This variability could be the reason the driver is not latching on.

Manufacturer narrative:
It was stated that the implant driver did not engage into the hand piece. However, the driver was unable to be latched and remained to be locked into the hand piece. It was stated that the area above the shank where the latch would connect to the hand piece looked smaller. However, the implants were successfully placed with the same drivers. No adverse events were reported with this incident and the patient is stated to be doing fine. The complaint part is yet to be returned for evaluation and investigation. However, the DHR was reviewed and no discrepancies were noted. A follow up report will be submitted after the completion of the evaluation and investigation of the returned part.

Event description:
It was reported by the dentist that the driver engaged into the hand piece, but was unable to latch and remain locked in to the hand piece. The drivers did not engage to the hand piece. However, the implant was successfully placed into the patient using the same drivers. No adverse events were reported due to this incident. The patient is stated to be doing fine and has no issues with the implants.